Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the tower and console 2 to resolve the reported error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause was a power surge that caused the system to shut off unexpectedly and resulted in errors on the tower and console 2. The reported 311 error indicated that both the master supervisory controller (msc) and console 2 were running their golden images, requiring reprogramming to a valid non-golden image for surgical use. The issue necessitated reprogramming of the console 2 and tower to restore system functionality.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system shut off without warning in the middle of a procedure. The customer tried to power cycle the system, but console 2 would not power on completely. The technical support engineer (tse) instructed the customer to power down the system and unplug console 2. The customer powered down the system but did not unplug the console. The system powered back up, but the console would not power on completely and had a 311 error. The customer shut down the system and unplugged the console. When the system powered back on, they encountered a 311 fault on the master supervisory controller (msc). The customer was informed the system would not be functional until the system was serviced. The customer was converting the case to laparoscopic surgery. The customer stated they had a power surge that caused the issue. The procedure was converted to laparoscopic surgery with no reported injury.